Event description:
It was reported that boston scientific technical services (ts) received a call from the patient about a red call doctor icon appearing on their communicator. Ts helped the patient send a transmission and instructed them to contact their physician. It was later discovered upon latitude review that the notification was due to shock lead impedances being intermittently high out-of-range for over a year with values of greater than 125 ohms. The device and leads remain in service. No adverse patient effects were reported.